Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an optical sensor failure & no pressure source.

Manufacturer narrative:
Corrected fields: d4(UDI)#. Additional contact information: (B)(4). A getinge field service engineer (fse) could not find any problems. Thoroughly checked the fiber optic unit and ran a fiber-optic balloon with the trainer and on clinical mode with ECG simulator. There was no problems found. Customer replaced ECG leads as a precaution. Unit has been returned to customer.

Event description:
N/a.